Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage; dents on the distal end; stains on the light guide cover glass; minor cracks on the video connector; and failed light transmission. Based on the results of the investigation, it is likely the customer reported malfunction "dark image" was due to image out of field due to spinning outer tube. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope image was too dark. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the rigid videoscope image was too dark. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.